Event description:
The customer went to the hosp for high bgs but was not admitted. Troubleshooting was performed. The programming on the pump was fine. The lead screw test passed. However the high-pressure test did not pass. Advised the customer to disconnect from the pump and follow back up plan.